Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) was above 600 mg/dl, but exact value was not provided. Manual insulin injections were used to address elevated bg. Customer changed supplies to address the occlusion alarms.